Event description:
Hcp reported the patient was admitted to the hospital with symptoms of flushing, elevated blood pressure, and palpitations. The hcp is thinking this may be withdrawal, but the patient never complained of increased pain. On 07/2002 the patient was seen in the clinic and started on oral analgesics and a low dose duragesic patch. The telemetry on the pump was fine. There were correct residuals and the pump battery was ok. The patient was better a few days later. Patient was seen on 07/2002 for a refill and the symptoms continued to improve. The hcp is considering pump and catheter studies if the patient continues to have problems.